Event description:
The pt reported that in 2009 at 12:00 pm, her blood glucose measured 397 mg/dl and she bolused 4.4 units of insulin through the infusion device. At 1:13 pm, she bolused 4.8 units of insulin and at 8:22 pm, her blood glucose measured 261 mg/dl and she bolused 3.3 units of insulin. She then switched to her backup infusion device. Nine days later, she switched to the primary infusion device and at 12:29 pm, her blood glucose measured 270 mg/dl. The next day, her blood glucose measured 270 mg/dl and she switched back to the backup infusion device and her blood glucose returned to normal (140 mg/dl). She believes the infusion device should have alarmed with e4 (occlusion) or e7 (electronic) error. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.